Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the atrial pacing lead was below the expected lower range. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter.

Event description:
It was reported that during use the right atrial (ra) lead exhibited declining impedance. It was also reported that the ra exhibited low impedance and high sensing integrity counter (sic). The ra lead remains in use. No patient complications have been reported as a result of this event.